Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulse field ablation procedure indicated. During the procedure, while in the superior vena cava (svc), the scrub tech was unable to advance the fara sheath and versacross dilator over the versacross rf wire, since the proximal end coating of the rf wire was delaminated. It was tried to advance the damaged rf wire over a new dilator and wasn't able to. Once inspected the versacross wire was noted unusual shaped at the proximal end, while first advancing the sheath over the versacross wire the insulation seemed damage on outside of the versacross wire. Thus, the versacross dilator and wire were replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis (discarded).